Manufacturer narrative:
The referenced gastrointestinal bleeding and exchanged lvad were reported on medwatch MFR report # 2916596-2018-00691 (gastrointestinal bleeding) and 2916596-2018-00692 (exchanged lvad) approximate age of device - 47 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that after lvad exchange for thrombus in (B)(6)2018, the patient returned to the hospital with fevers and embolic events. The patient was diagnosed with (B)(6). The patient subsequently had an lvad pocket hematoma evacuated in the operating room which grew (B)(6). Chronic lactate dehydrogenase (ldh) increases with power elevations were also observed. A recent echocardiogram showed the aortic valve opening every beat. The patient had been experiencing increasing fatigue. A decision was made to explant the pump. The patient would be supported on inotropes when needed. No additional information was provided.

Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 13.5 inches from the pump housing. The inlet elbow and part of the inflow conduit flex section were returned attached to the pump¿s inlet port. The sealed outflow graft attachment and a small amount of the outflow graft material were returned attached to the outflow elbow, which was connected to the pump¿s outlet port. The bend relief collar was returned detached from the pump. The metal clip and 1 inch of the outflow graft bend relief were also returned. Examination of the rotor upon disassembly of pump revealed a thrombus formation partially occluding one of the rotor vanes. The darker areas of denaturation on the thrombus indicate that it was present while the pump was supporting the patient. The non-laminated structure of the thrombus formation suggests that it did not originate on the rotor and initially developed in another location; however, its specific origin could not be conclusively determined. Visual examination of the pump also found adhered silicone in the outlet stator; however, a cause for this finding and direct correlation to the reported event could not be determined. The evaluation could not determine a specific cause for the development of the observed thrombus formation; however, its partial obstruction of the blood flow path could have contributed to the reported elevated ldh level. The thrombus could have also created an increased drag on the spinning rotor, contributing to the elevations in pump power and momentary speed drop recorded in the submitted system controller log file. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis, infection, hemolysis, stroke, and bleeding are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed that the device met specifications. No further information is available. The manufacturer is closing the file on this event.